Event description:
It was reported the pt was implanted with a sparc sling system and another manufacturer's mesh on or about (B)(6) 2002 to revise/repair a previous mesh device (another manufacturer's mesh device) that was implanted on or about (B)(6) 2000. The pt experienced mental and physical pain and suffering, dyspareunia, vaginal and mesh erosion, hardening, dense scarring, recurrent incontinence, and permanent injury. The pt underwent non-specified surgery.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.